Event description:
It was reported that during priming a prismaflex m set, a liquid leakage was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). The actual device was not received; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs showed that the connection from the filter to the dialysate port was cracked. The crack in the sample was the cause of the leak; therefore, the reported condition was verified. The most probable cause of the crack is due to shock that occurred during transportation or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.